Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) could not be interrogated despite using several different programmers and troubleshooting methods. The patient was sent home by her physician, and was scheduled to return for a possible device replacement. Additional information was provided that the device was successfully replaced and returned for analysis.